Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. There was a refractive change over time and the surgeon is planning to explant the lens for a different power. The lens remains implanted. The patient has an amblyopic eye.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens remains implanted.(B)(4).